Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 425cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient experienced chronic fatigue, pain, shortened breath, hormone issues, early menopause, low libido, slow healing, bruising, headaches, migraines, brain fog, inflammation, hair loss, dry hair, numbness in extremities, tingling in extremities, insomnia, dry eyes, deteriorating vision, gut issues, yeast infections, and urinary tract infections. As of recent, a mass was discovered in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-14971 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Manufacturer narrative:
On december 15, 2022, mentor received additional information. The patient was diagnosed with cellulitis of the chest wall with postprocedural complication of skin and subcutaneous tissue. On december 27, 2022, mentor was provided with an implantation date and a device lot number of 244224. The appropriate fields have been populated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient reported the event to the FDA. Per the information included in the attached FDA report, the patient experienced the following additional symptoms; bloating, gas, constipation, connective tissue deterioration, and deterioration of the nerves in the back of eyes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The device manufacturing and expiration dates were updated according to the mre. Manufacturer¿s reference number: (B)(4).